Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange due to concern with textured product.

Event description:
Patient reported right side rupture. Healthcare professional reported rupture and implant exchange due to concern with textured product. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Patient reported right side rupture. Healthcare professional reported rupture and implant exchange due to concern with textured product. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, brown particles in the shell and broken on posterior. A visual and microscopic analysis was performed which identified: sharp broken, non-penetrating nicks, missing on posterior (0-25%) and crease fold. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp pattern on posterior of broken device assessed as a surgical impact opening and missing shell assessed as inconclusive. Additional, changed, and/or corrected data: b6, d9, h3, & h6.